Event description:
The pt received a surgical lead at l5 as part of his scs sys. It was reported the pt complained of unrelenting right leg pain. The physician decided to remove the lead and felt the pt's pain was mechanical related. It was reported the physician will monitor the pt and determine if a scs lead replacement is necessary to address the pt's pain.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.